Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call indicating that patient insulin pump alarm broken force sensor was detected (pump error 35). Customer's blood glucose at time of incident was unknown. The customer already discontinued use of the pump and reverting to backup plan.

Manufacturer narrative:
The pump was received with a corroded battery cap contact. The pump was received with a critical error and pump error found in the formatted history file due to force sensor zero off set out of specification. The pump also had a cracked case on the back at the battery tube area and keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay.